Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed on the right atrial (ra) lead resulting in automatic mode switch episodes. Diagnostic imaging was performed and revealed no anomalies. During an unrelated procedure, insulation damage was visually observed on the ra lead. The issue was resolved by capping and replacing the ra lead. The patient was in stable condition.